Event description:
Just after assuming bypass and just as normal flow was attained for the size pt (5 l/min, 2500-2750 rpm), arterial flow ceased as indicated by the cobe blood flowmeter. Initially the rpm indicator showed normal rpms but soon a flashing e78 error code showed on the rpm display. Bypass was terminated and the scpc was cycled off/on after which it was attempted to resume bypass. Again, just as the needed flow was reached, the same sequence of events occurred. Bypass was discontinued and again the scpc was cycled off/on. Bypass was attempted a third time but again the same thing occurred. This time, after discontinuing bypass, the whole cobe stockert system off/on [scpc and scp]. Bypass was again resumed but the same problem occurred a fourth time. At this point the scp/scp system was changed out with another the hosp had on standby. After the case, the e78 error was duplicated by hosp staff and was associated with the scp 60-01-00 drive unit.